Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument with an alleged issue to perform failure analysis. The force bipolar instrument was found to have a broken molded insulator at the distal end. The broken piece was not returned, measuring roughly 0.0735 inches in size. Components adjacent to this broken molded insulator do show damage. The grip tip is completely broken. Additionally, the force bipolar was found to have a broken grip at the grip base. A piece approximately 0.2335 x 0.2045 was found to be broken off and was not returned. Components adjacent to this broken grip do show damage. The force bipolar has a broken conductor wire within the grip tip between both grasps. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do show damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the instrument for suturing. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause the tip to break. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during central processing, the 8mm force bipolar instrument had a broken tip. There was no report of patient involvement.